Manufacturer narrative:
Follow-up #1: date of submission 03/16/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/08/2016 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The battery cap secured properly to the pump. The pump was unable to power up and was unresponsive. Further testing for the battery life isse was not able to be performed. Moisture corrosion was observed on the display screen inside the pump. A leak test was performed and a case seal leak was found. The pump case was removed and moisture corrosion was found to the display screen, the cgm module, and to the power circuit board (pcb). The complaint of a battery life issue was not able to be adequately investigated due to no power to the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was less than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.